Event description:
When the smart stent was removed from the box and placed on the gw, it was noted to have been partially deployed. It never entered the patient's body; there was no patient injury. The product box was intact. The procedure was successfully completed with another cordis smart stent.